Event description:
It was reported that during central processing procedure, the cadiere forceps instrument was found to be broken. The customer reported event had no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the cadiere forceps were received by sterilization already defective, with frayed cables on the tip of the forceps. No information from the operating room regarding the intervention.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.